Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver disease/toxicity and lung disease. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center, during the evaluation of the device, the third- party service center visually inspected the device and found no evidence of foam degradation. The device's downloaded event log was reviewed by the third-party service center and no error was logged. The device was scrapped.